Event description:
Dr (interventional radiologist) called to ask about contraindications after a pt in a graft case exhibited a slowing of their heart rate, then two ten second duration incidents without a heartbeat. Each had been preceded by the angiojet pass.